Manufacturer narrative:
As reported, the optifix straight fixation device would not fire; upon removing the device and shaking it, the staples fell out. The subject device was not returned for evaluation, as such we are unable to determine a root cause. A valid lot number was not provided; hence a review of manufacturing records was not performed at this time. The instructions-for-use (IFU) supplied with the device states, "the optifix¿ absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh.". Based on the information available at this time, it is unknown if the reported event is most likely related to a device issue or user-device interface. It is possible that adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device; however, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - sample not available.

Event description:
As reported, while performing a laparoscopic inguinal hernia repair on (B)(6) 2020, the surgeon attempted to use the optifix straight to secure a bard/davol 3dmax light mesh where no fasteners were released from the device. When the device was removed from the patient and agitated, all the staples fell out. The device was removed from the surgical field and a new optifix straight device was used to complete the fixation. There were no fasteners left in the patient and no reported patient injury.